Event description:
The coil was placed in the aneurysm. Detachment was not achieved even on alternative pressures. The coil was retrieved. Once tested outside, it showed a liquid leakage from the delivery system (additional hole). There was no reported patient injury.